Event description:
A pleural drainage catheter was inserted into the right intercostal space on a pediatric pt. As per standard protocol, the drainage tube was taped to the bed rail to reduce pressure on the hub from the drainage apparatus. The catheter cracked apart at the base of the hub within 24 hours. The catheter was then sutured to the drainage tubing to continue use. The pt had limited movement and there was no excessive force applied to the catheter hub. Catheter separated from hub, catheter remained in place afterwards.

Manufacturer narrative:
(B)(4). Event is still under investigation.